Manufacturer narrative:
E1: initial reporter facility name:(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a foreign object inside the tubing of the homechoice cassette. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was received for evaluation. A visual inspection with the naked eye showed a black, round partially encapsulated particulate matter inside the last fill line tubing. The reported condition was verified. The particulate matter was determined to be intrinsic to the manufacturing process, identified as pin buildup of burnt plastic material broken off during manufacturing (tubing extrusion process). The cause of the particulate matter was determined to be a manufacturing related issue during the extrusion process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.